Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient was in sinus rhythm and the la pressure was 13 mmhg. Transesophageal echocardiogram (tee) measured the laa ostium diameter at 25-26 mm and the laa length at 35 mm; angiogram measurement confirmed the tee. Therefore, a 30 mm watchman ® laa closure device & delivery system was selected. The closure device was deployed. There was no proximal shoulder and compression was 20%. All of the criteria were met therefore the closure device was successfully released. During the procedure, the patient received 1500 ml fluid infusion and after the procedure was able to drink normally with no more fluid infusion. The following day, device embolization was discovered through the ultrasound. The closure device had dislocated and was in front of the aortic valve. Because of the aortic valve stenosis, the closure device could not pass the valve. The physicians decided to insert retrograde with a claw to force the closure device and move it through the aortic valve into the aorta. They then removed it from the vessel through a thick sheath. Subsequently, a 33 mm watchman closure device was implanted with success. The patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the 30mm watchman implant and two non-bsc snare devices. The watchman delivery system was not returned for analysis. The implant was microscopically examined. There was blood present on the implant. The implant was measured and the device size was consistent with the reported information. The implant was still attached to the snare devices and was damaged from the snare devices. The fabric of the implant was torn and the anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient was in sinus rhythm and the la pressure was 13mmhg. Transesophageal echocardiogram (tee) measured the laa ostium diameter at 25-26mm and the laa length at 35mm; angiogram measurement confirmed the tee. Therefore, a 30mm watchman ® laa closure device & delivery system was selected. The closure device was deployed. There was no proximal shoulder and compression was 20%. All of the criteria were met therefore the closure device was successfully released. During the procedure, the patient received 1500 ml fluid infusion and after the procedure was able to drink normally with no more fluid infusion. The following day, device embolization was discovered through the ultrasound. The closure device had dislocated and was in front of the aortic valve. Because of the aortic valve stenosis, the closure device could not pass the valve. The physicians decided to insert retrograde with a claw to force the closure device and move it through the aortic valve into the aorta. They then removed it from the vessel through a thick sheath. Subsequently, a 33mm watchman closure device was implanted with success. The patient was stable.